Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The reported embolism was not able to be confirmed due to the operational context of the reported issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. There was no damage or abnormalities observed with the device that would have contributed to the reported complaint. It is unknown if the extended device use time contributed to the reported complaint. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to successfully treat a heavily calcified popliteal artery. During a wire exchange from the viperwire advance guide wire to a workhorse wire, the posterior tibial artery was injured. The posterior tibial injury was specified to be a small perforation, due to the workhorse wire. Balloon angioplasty was used to successfully treat the artery. It was indicated an embolization occurred. In the physician's opinion, orbital atherectomy may have contributed to the embolism. Thrombectomy was performed and medication was administered to resolve the embolization. The patient was in stable condition.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to successfully treat a heavily calcified popliteal artery. During a wire exchange from the viperwire advance guide wire to a workhorse wire, the posterior tibial artery was injured. The posterior tibial injury was specified to be a small perforation, due to the workhorse wire. Balloon angioplasty was used to successfully treat the artery. It was indicated an embolization occurred. In the physician's opinion, orbital atherectomy may have contributed to the embolism. Thrombectomy was performed and medication was administered to resolve the embolization. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.